Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube window, cracked battery tube threads, a cracked case at a display window corner and minor scratch son the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump while filling the tubing on a new infusion set. The customer's blood glucose was 138 mg/dl. The customer performed a complete set change, but the alarm persisted. The customer then removed the reservoir from the insulin pump and a black o-ring fell out. The customer further stated that there was a crack in the casing of the insulin pump. The customer was unaware of how the damage occurred. The customer declined troubleshooting for the no delivery alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.